Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer was not able to get out the "preparing to prime loop". Customer states drive support cap appeared normal. Customer's blood glucose was 190 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the displacement and rewind tests. However, the pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, a partially broken-off reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube, cracked battery tube threads and a missing end cap sticker.